Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and experience a device-related adverse event requiring intervention. The patient presented to the emergency department following cardiac arrest at home. The patient was brought to the catheterization lab and occlusion of the left anterior descending (lad) artery was noted. The lad was ballooned and stented. The patient was transferred to the intensive care unit and upon arrival, the patient had recurrent ventricular tachycardia arrests and taken back to the catheterization lab for impella cp placement as support. During the impella support the team reported the patient had a gastrointestinal bleed and received one unit of packed red blood cells. The patient was not scheduled any diagnostic procedures. Heparin and tirofiban drips reportedly continued. After three days of impella support, the patient was successfully weaned from the device, and the device was explanted with a survived outcome.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the bleed the cause was not determined since product was not returned and insufficient clinical details provided.